Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the catheter was replaced since it had issues. Moreover, the patient symptoms were due to the catheter issue. The physician replaced the catheter on (B)(6) 2025 to allow flow of the catheter system. The cause of the event was unknown. However, the catheter was not able to aspirate, and the patient was not feeling well. The pump was explanted, and the catheter was retained by the customer.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (B)(6); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (5 mg/ml at 0.8 mg/day) via an implantable pump. It was reported that the patient was not feeling well. No external factors were involved. The catheter was replaced and the issue was resolved.